Manufacturer narrative:
Device has not been explanted. Manufacture date cannot be determined without a lot number. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
Patient underwent l4-l5 arthroplasty and l5-s1 fusion in 2007; post operative x-ray did not show a fracture. CT scan in 2009 revealed a vertebral body fracture at l5. Patient is not on restrictions, and has no reported problems. This is the second of five reports for this event.